Event description:
Information was received from a heathcare professional via manufacturing representative regarding a patient having revision surgery. It was reported that screw was broken and partially explanted. However, a fragment of the screw remained inside the vertebral body and could not be fully removed. Patient had adjacent syndrome and broken rod was discovered during revision surgery . The procedure was reported as an open surgery (hands-free technique), involving 1 level. There were no further complications reported regarding the event.

Manufacturer narrative:
B5: desc evt problem corrected. H6: annex e code corrected. Additional code(s): annex f code corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4):product: msb_unk_screw, lot: unknown visual and microscopic examination did not identify any issues with the set screw. The wear that is present is consistent with implantation and the explant of the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image assessment: lateral xray, levels unknown, posterior 2 level fusion construct fractured screws retained in vertebral body at level below the fusion construct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D1, d4 and g4: product identifiers unknown e1: initial reporter name is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturing representative regarding a patient having revision surgery . It was reported that screw was broken and partially explanted. Patient had adjacent syndrome and broken rod was discovered . There were no further complications reported regarding the event.